Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the svc ctr. A review of the programming on the event date of (B)(6) 2012, at 752, indicated ch a was programmed to deliver propofol 1000 mcg/100 ml, at a dose rate of 40 mcg/kg/min, with a wt of 86 kg, a calculated vtbi (volume to be infused) of 10 ml and the delivery was started. At 0753, ch b was programmed to deliver fentanyl 2000 mcg/100 ml, at a rate of 110 mcg/hr, a vtbi of 95 ml for a duration of 19 hrs and the delivery was started. Between 08:15 and 08:16, the delivery was stopped on ch a, standby mode entered, the cassette was ejected, reloaded, standby mode was canceled, program confirmed and delivery resumed. At 08:17, the delivery was stopped on ch a and ch b, standby mode entered. At 08:26, standby mode canceled and delivery was resumed. At 08:27, ch b programmed for bolus mode, with bolus amt of 50 mcg, at a rate of 999 ml/hr. At 08:28, bolus delivery ch b complete, end of infusion alarm occurred and basic program resumed. At 09:07, battery alarm power on occurred, device was powered on, s308 (can bus error) ch a occurred, s408 (can bus error) ch b occurred. At 09:11, the device was powered off. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date and time an unspecified channel of the device was programmed to deliver an unspecified concentration of propofol, at a rate of 30 mcg/kg/min. The other unspecified channel was programmed to deliver an unspecified concentration of fentanyl 100 mcg and the delivery was started. No specific programming parameters were provided. On (B)(6) 2012 at 08:00, the delivery was stopped for approx 30 mins for a "drug holiday." At 08:30, the delivery was resumed. At 09:05, the nurse reported the ventilator was alarming and the pt was found awake and was pulling at the et (endotracheal) tube. At that time, the nurse noted the device display was "white, with a one line error." The device was powered on and displayed error codes s137 (uic software error), s308 (can bus error-pmc, left) and s408 (can bus error-pmc right). It was unspecified if the device sounded an audible alarm tone. The device was removed from clinical svc. Therapy was not resumed. At that time the physician and the respiratory therapist were at the bedside and removed the et tube. The nurse reported the pt was able to breathe without assistance and continued on an unspecified flow rate of oxygen via nasal cannula. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.